Event description:
Note: this is the first of four product malfunctions related to this incident. A teflon guide wire was used in conjunction with a ureteroscope [exact product unk] for a therapeutic ureteroscope. During the procedure, the physician had difficulty removing the guide wire from the scope and upon withdrawal, outside of the pt, the guide wire unraveled. The exact date of the procedure is unk. The procedure was completed with another device and there were no complications reported with this event.

Manufacturer narrative:
This device is not expected to be returned as it has been disposed, therefore, we are unable to determine the relationship between this device and the reported event.